Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations. The leaks were discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between december 20, 2018 - december 22, 2018. The actual samples were received for evaluation. Visual inspection observed a tear across the top left corner of both bags. Functional testing was performed which revealed a leak from the top left corner of both bags. The reported condition was verified. The direct cause of the condition is the tear in the bags. The cause of the tear could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.